Event description:
This pump was running norepinephrine at 20mcg/min. Suddenly, the pump began alarming "system error" the norepinephrine gtt stopped infusing and the screen was frozen with this alert. The pump would not allow us to clear the alert, program the other side of the pump, or turn the pump off. The patient's blood pressure dropped significantly (40 points) while we tried to find another pump to re-program the norepinephrine gtt. The pump was taken out of service, sequestered, and evaluated by biomedical engineering. Data from the pump was interrogated, however, the pump failed to log it's own system error. Icumedical was made aware of the event.